Event description:
It was reported that the insulin pump was dropped out of the customer's locker and now the screen has a small crack and an ink spot. Customer can still read the display but not everything is legible. Blood glucose value was 125 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No further tests could be performed due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.